Manufacturer narrative:
This MDR is a duplicate of 0001526350-2023-01514. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 001526350-2023-01514. The initial report was created in error and should be voided.

Event description:
It was reported that during surgery, the device was not maintaining power and it sounds like it is dying. There was no patient harm or delay noted. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: (B)(6).